Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-03947 for the other associated device info. It was reported to boston scientific corp that a rf 3000 radiofrequency generator and a leveen coaccess electrode system were used during a rfa (radiofrequency ablation) procedure performed on (B)(6)2009. According to the complainant, the ablation began at 40w and was increased 10w per minute; however, the physician indicated that the impedance was not stable and roll off could not be achieved. Furthermore, after several attempts, the output unexpectedly increased from 40w to 70w. On the fourth ablation attempt an error code appeared, at which time the system was rebooted. After the reset, the procedure was completed with the same rf 3000 radiofrequency generator and leveen coaccess electrode system. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).